Event description:
The customer called for help with her contour meter. She performed control tests during the call and received a result of 224 mg/dl. The normal control range was 111-153 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.